Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient reported "tingling sensation" in his neck, followed by the gradual presentation of a loud background noise with use of the device. The background noise occurs only with wearing of the external processor and is still present even at zero maps (no stimulation). There was no accident, trauma or change in health reported. The user stopped wearing the processor. Imaging and an appointment with a physician was recommended.

Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Additional information: in accordance with the information in the recipient report and the manufacturer_s experience with this kind of device, it is assumed that it is likely in an early stage of failure due to humidity ingress at the housing braze joint through micro-leaks. However to determine an exact root cause a device investigation would be necessary. Re-implantation is considered but no date is scheduled yet.

Event description:
The recipient reported "tingling sensation" in his neck, followed by gradual loud background noise with the device. The background noise occurs only with wearing the audio processor and is still present even with no stimulation. The user stopped wearing the audio processor. There was no accident, trauma or change in health reported. There was no significant medical history that could have contributed to the problem. There is no date planned yet for re-implantation.

Manufacturer narrative:
Med-el elektromedizinische geraete (B)(4) and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: device investigation confirmed that the stimulator electronics failed. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. Other damages found during investigation are most likely related to explantation surgery. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient reported "tingling sensation" in his neck, followed by gradual loud background noise with the device. The background noise occurs only with wearing the audio processor and is still present even with no stimulation. The user stopped wearing the audio processor. There was no accident, trauma or change in health reported. There was no significant medical history that could have contributed to the problem. The recipient was re-implanted.